Event description:
I've been using this catheters since the 1980's and the problem wasn't noticed until approx 1 1/2 - 2 years ago. I contacted the company and got "jailed" around for a year. On 08/29/2022 I sent a few catheters to them via fedex - using the packaging material they sent to me. The issue is the "tips" of the catheters are not the same size and they should be. Package shows the size and description. The tips are different as it affects my results during usage. If the tip is smaller I'm successful. If it's layer is fuller I am not. Which a waste of time, money and my overall wellbeing. During the year, trying to get satisfaction it was a chore. I called and was told still being investigated, a few months later, I got the same comment. Then a few months later I was told the case was closed. But, will reopen a new case. On (B)(6) 2023 I got an email mentioning my complaint but their conclusion was the catheter wasn't wasted. It was like they didn't investigate the actual "problem". During emails I said - anyone can look at them and see the difference in the tips, why take a year plus and come up with a same result. This has to be investigated and addressed. Thank you. Ask them to provide copies of all the communication with me - whether email or phone calls I have plenty if needed. Dates, times, who I spoke with etc. Having over 30 years experience using this catheters, I know the tips are not all the same. Like I noted previously - you can "eyeball" it and there's a difference. The tips should all be smaller. The problem is on the manufacturing end which is a "puzzle" to me. If a machine is set - to procedure, a certain size, how can this be a difference on the "end result." The packaging states what it is when it's not. Ask them to send you 50 or 100 catheter and you will see "exactly" what I'm reporting.